Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported that they're having an MRI next month but the problem was that they haven't used the device in 2 years or more. Patient added the implant was not charging no matter how long they leave the implant to charge, and they also had problems with the stimulation during that same time. Patient asked if they can still proceed with the MRI since they no longer use the implant for a long time. Agent reviewed information to patient and offered to send an MRI eligibility form which they can forward to the ordering physician. Agent was unable to confirm eligibility since patient mentioned that they also lost the controller. Patient confirmed that they still have the recharging paddle and the recharging belt. Patient provided an email address where agent sent the MRI eligibility form and warm-transferred patient to sunmed for the replacement of the lost controller. Agent also gave pt mdt tech support for the physician or MRI staff need to call for further question on MRI. Agent sent email to registration to add patient's email address. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.